Manufacturer narrative:
(B)(4). Incident date was not provided. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient was implanted with a mesh device. After the pelvic mesh device was implanted, the patient began to experience severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia an upon information and believe underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device